Event description:
The customer reported that this electrical box stopped outputting power during a procedure. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that this electrical box stopped outputting power during a procedure. According to the customer, it was right before the end so there were no problems. The customer will send in the unit to be exchanged. There was no patient injury reported. Investigation summary: there were no issues found with the device itself during evaluation, as it was working normally. However, we confirmed a secondary issue, (found during evaluation of the device), with the connection cable, (that connects to the main unit, which was replaced during the evaluation process). The connection cable issue was likely due to damage (from either wear and tear and/or mishandling), which are likely contributing causes of the reported issue. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. Attempt # 1: 06/27/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 06/29/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 07/05/2023 emailed the customer via microsoft outlook for patient information: no reply was received. B6 attempt # 1: 06/27/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 06/29/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 07/05/2023 emailed the customer via microsoft outlook for patient information: no reply was received. B7 attempt # 1: 06/27/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 06/29/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 07/05/2023 emailed the customer via microsoft outlook for patient information: no reply was received. D4 serial number. Attempt # 1: 06/27/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 06/29/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 07/05/2023 emailed the customer via microsoft outlook for patient information: no reply was received. The following fields are not available (n/a) to this report: h4 device manufacturer date additional model information: d10 concomitant medical device: the following device was used in conjunction with the mee2000: js-201b: model #: js-201b. Serial #: (B)(6). Device manufacturer date: 04/24/2019. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: ni. Additional information: b4 date of this report. D9 device available for evaluation? G3 date received by manufacturer. G6 type of report. H2 if follow up, what type? H3 device evaluated by manufacturer? H10 additional manufacturer narrative. Manufacturer references # (B)(4) follow up 001.

Manufacturer narrative:
The customer reported that this electrical box stopped outputting power during a procedure. According to the customer, it was right before the end so there were no problems. The customer will send in the unit to be exchanged. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 attempt # 1: 06/27/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 06/29/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 07/05/2023 emailed the customer via microsoft outlook for patient information: no reply was received. B6 attempt # 1: 06/27/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 06/29/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 07/05/2023 emailed the customer via microsoft outlook for patient information: no reply was received. B7 attempt # 1: 06/27/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 06/29/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 07/05/2023 emailed the customer via microsoft outlook for patient information: no reply was received. D4 serial number attempt # 1: 06/27/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 06/29/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 07/05/2023 emailed the customer via microsoft outlook for patient information: no reply was received. The following fields are not available (n/a) to this report: h4 device manufacturer date. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the mee2000: js-201b: model #: js-201b. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: ni.

Event description:
The customer reported that this electrical box stopped outputting power during a procedure. There was no patient injury reported.